Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had a CT scan. Soon after, the patient experienced withdrawal symptoms. The patient presented to the clinic and the pump was showing a pump memory error and stopped pump mode. (It was noted that the patient had a CT scan, but the facility also had an MRI). The patient reported not being able to hear the alarm until in the clinic. The pump was used to deliver dilaudid 35mg/ml with a daily rate of 3mg. The pump was restarted. The hcp aspirated the side port to confirm no occlusion and delivered approximately 7 mg single bolus to refill the cath tubing. He also aspirated & redispensed 16 ml of drug from the reservoir. It was noted that the patient was suffering from psych issues in addition to chronic pain condition. The patient had gone to the hospital via the emergency room on (B) (6) 2010 still complaining of pain. The pump was confirmed to be functioning per telemetry at the previously noted settings.